Event description:
Fan failure.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event as the problem occurred during the temporary test of the ventilator. The root cause was determined to be a ventilator alarm issue resulting from the defective fan. In consequence upon examination, the fan of the ventilator showed abnormal rotating speed and needed to be replaced. There was no patient or user harm.